Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an ez-io driver which was subjected to visual inspection and mechanical evaluation, including: battery test, rpm evaluation, saw bone simulation, force-to-bog-down testing and firmware analysis. Manufacturing records were also reviewed with no relevant findings. The driver appeared typical and exhibited sufficient power to perform medium / hard bone insertions. Potential factors that could have contributed to this event are excessive force used on the driver and patient bone density. As no problem was found with the sample and the complaint could not be confirmed, no definitive cause could be determined. No further action will be taken.

Event description:
It was reported the driver was being used by a flight crew on a patient. The light on the driver was green. The io needle was attached and they began to insert the needle into the patient's left proximal tibia with a normal amount of pressure. Once the needle hit bone, the driver lost power. The flight nurse had to manually insert the io into the patient. The operator was experienced with io insertions. The flight crew was unable to receive follow up on the patient status.